Event description:
Alleged the bed has no ac power.

Manufacturer narrative:
The technician investigated and found one of the power cord wires near the terminal block was burnt. The technician indicated it looked as though the power cord was not properly secured into the terminal block. The technician replaced the power cord and both fuse blocks to repair the bed.